Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a minicap packaging seal was broken, resulting in iodine sponge drying. The event was discovered during patient setup. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This report is 2 of 2.

Manufacturer narrative:
(B)(4). This lot was manufactured from 04/24/14 ¿ 05/02/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.